Event description:
It was reported that this right atrial (ra) lead is planned to be replaced due to an electrode fracture that was confirmed by x-ray. The replacement procedure has not yet been confirmed. The lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead is planned to be replaced due to an electrode fracture that was confirmed by x-ray. The replacement procedure was completed as planned and this lead was surgically abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead is planned to be replaced due to an electrode fracture that was confirmed by x-ray. The replacement procedure was completed as planned and this lead was surgically abandoned. No additional adverse patient effects were reported.